Event description:
(B)(4). I received essure (B)(6) of 2010. Contrary to what my physician disclosed to me, the procedure was in fact very painful. In addition, I had an allergic reaction to the pain medicine that was given prior to the procedure. I went back for a follow up in (B)(6) of 2010 only to be told by the technician that the procedure did not work. Prior to my visit with my dr, I spent 3 days scouring the internet for essure issues. To my dismay, I discovered hundreds of women had developed problems and had been told by their physician that the manufacturer would advise to leave the essure in place even if it had traveled to other parts of their body cavities. Armed with this information, I went in to meet with my physician to receive the news that the essure in fact did not work and that the coils were now in my uterus and of course she had talked with the manufacturer and they had advised that it would be best to leave them in place. I did not accept that and demanded that even if it meant a hysterectomy that they be removed. Surgery was scheduled and I was put to sleep not knowing what the outcome would be. When I awoke in the recovery room, I received the news that my dr. Was able to remove the essure with minimal damage to my uterus. During the surgery, I received additional procedures which included an uterine ablation as well as a tubal. My outcome has been a positive one even though I suffered unnecessary pain for 2 separate procedures as well as time off work both times. However I do realize that it could have been so much worse especially after reading so many stories from women who have suffered so much more and those that are still suffering. Prior to receiving essure, my dr. Never disclosed any adverse affects nor did I find many on the internet. Upon receiving the news from the technician that my procedure didn't work I had to look specifically for adverse effects and be very specific to find negative issues relating to essure. To this day my dr. Still advertises that essure is a safe and effective method of birth control. At the time, I was her only patient that had reported an issue. My hope and prayer is that our voices are heard and that essure be exposed for what it really is. This product is not safe and our health is more important than the manufacturer making a profit.